Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 1mg/ml at .15549 mg/day via an implantable pump. The patient reported loss of efficacy. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. A catheter dye study was performed and it was determined by the physician that the catheter needed to be replaced. The catheter was replaced and the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 06-feb-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 03-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue with the catheters that required them to be replaced was undetermined. When the physician cut the catheter to remove it, the catheter was found to be patent, however the physician chose to continue with his original plan to replace the catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.